Event description:
Unomedical reference number (B)(4). Event occurred in egypt. On (B)(6) 2024, it was reported by the patient that the tape was not sticking on abdomen. Infusion set fell off at the time of clothes taking off. No further information was available.